Event description:
The reporter contacted animas on (B)(6) 2012 and stated the up arrow keypad button was hard to press and required multiple presses to elicit a response. The reporter denied damage to the keypad and noted the symbols were worn. The patient reportedly wore the pump exterior to a garment and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow keypad button was intermittently unresponsive and required multiple presses with increased force to elicit a response. All other keypad buttons were functioning appropriately. During investigation, the up arrow key contact was found to be stuck in an inverted position.